Event description:
It was reported the device had an electrical reset. Also the device had reached elective replacement indicator (eri), and as a result of the reset the date that the device reached eri could not be determined. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset (por) parameters with por for write to locked ram, addr=0c02, data=0b on (B)(4) 2012. Patient alert for por on (B)(4) 2012 11:26:14. The device was not returned, but diagnostic information is consistent with reported event.